Event description:
Revision surgery due to instability.

Manufacturer narrative:
The agent reported, instability. Removed 40 poly and glenosphere, implanted 44. Male 71. Complaint has been evaluated and is similar to report number 1644408-2018-00884; 508-40-101, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.